Manufacturer narrative:
Method:complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: a plausible root cause could not be determined because the cage migration could not be confirmed.

Event description:
It was reported that; cage migrated out into the foramen and had to be removed.

Event description:
It was reported that; cage migrated out into the foramen and had to be removed.